Event description:
A customer reported a power source alert while using their tandem charging cable and wall adapter. There was no adverse impact on the customer's blood glucose level. The customer was unable to resolve the issue using different wall adapters and charging cables. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode. The customer agreed to use multiple daily injections as backup therapy and understood the return procedure for the faulty pump.